Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a normal pacemaker generator change. Upon interrogating prior to procedure, the right ventricular (rv) lead was observed to be low and out-of-range. The physician elected to not implant a new rv lead and to continue monitoring the rv lead. The patient was stable.